Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that both ball bearings were identified to have fallen out of the provisional shim, preventing the shim from remaining assembled with the articular surface provisional pieces. Attempts have been made, however, no additional information is available.